Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt stated that her old ins device was replaced because it was hurting her, when asked event date, pt said unknown. Pt stated she is not sure why it was hurting her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.